Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the curved part of the handle has broken and detached in the patient's uterus. The part could not be found. It is considered that it was removed during the abrasion of the uterus during the removal of the compresses. Another device (of a different lot) was used to complete the intervention. This was therefore extended by 30 minutes. Since it is not confirmed that the broken part was removed, a report is required.